Event description:
A customer contacted beckman coulter (bec) to report a leak at the probe of a coulter act diff 2 analyzer. The volume was a few drops. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) performed troubleshooting over the phone however, the issue was not resolved and a service visit was set up. A field service engineer (fse) went on-site and confirmed that the probe of the instrument was leaking. Fse replaced the probe wipe and flushed the vacuum line with bleach which resolved the issue. The repairs were verified per established procedures. The cause of the leak is attributed to the probe wipe and the vacuum lines. (B)(4).